Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that a symptomatic patient presented to the clinic and the pulse generator exhibited backup vvi mode. A software download, restored the device successfully. The device indicated normal elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.